Event description:
During insertion of power trialysis short-term curved extension dialysis catheter, the catheter got hung up on the guidewire during the normal exchange. Initially, provider thought there was a problem with the catheter, left the guidewire in place and requested a second catheter. The second catheter also hung up on the guidewire in the same way as the first catheter. Upon further inspection, the guidewire is frayed at the distal end. No immediate harm to patient detected but frayed wire could have broken off as an embolic structure in patient's vasculature.